Event description:
During a right knee arthroscopy procedure using a super multivac 50 wand with integrated cable, it was reported that the metal plate dropped off the tip of the wand nearly at the end of the arthroscopic procedure and the plate wasn't found nor seen on the scope. Afterwards, the surgeon decided to do a radiography where the plate was merely seen in the back of the knee but decided to leave it in the knee. There was no reported pt injury. It was reported that the suction line was connected with a fms duo+ pump.

Manufacturer narrative:
Pt gender info was requested from the user facility. No additional info has been provided to date. The date of event was requested but not provided. An approximate date of event was provided by arthrocare. Awaiting further info. Confirming if device is available for investigation. A follow up report will be provided with the results of the investigation.